Event description:
Th ge oec 9600 fluoroscopy system had an occurrence where the system locked up.

Manufacturer narrative:
A ge oec service representative was investigating the issue and could not duplicate the malfunction. Based on the description of the event, it is assumed that the user was unfamiliar with proper system operation and caused the event. The system was tested and found to be operating as intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.